Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose of over 600 mg/dl. Customer was feeling sick and vomiting. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer was advised to monitor the blood glucose. Customer will be off the device for 6 months until she reaches her goal weight. Customer will not be returning the device for analysis.